Event description:
Event description cpi received information that this patient presented to the clinic in atrial fibrillation. The patient's implantable cardioverter defibrillator (ICD) could not be interrogated, nor could magnet tones be obtained. The device had no output and had not delivered any recent shocks.